Event description:
It was reported that iab was inserted via sheath into femoral artery. Four days after insertion, a balloon rupture was suspected as blood traveled back through helium tubing into iab. Iab was removed. Reinsertion was not required. Iab was scheduled to be removed later that same day. No associated pt complications were reported.

Event description:
It was reported that iab was inserted via sheath into femoral artery. Four days after insertion, a balloon rupture was suspected as blood traveled back through helium tubing into iabp. Iab was removed. Reinsertion was not required. Iab was scheduled to be removed later that same day. No associated pt complications were reported.